Event description:
Patient presented for ivc filter removal. The device was placed at an outside facility. Due to the placement occurring at another facility, the filter's model, lot, and serial numbers are not available. Prior to removal attempt, spot film imaging of the filter showed it to be tilted to the patient's right and that there was a fractured arm. Fluoroscopic examination of the chest demonstrated a broken arm in the intracardiac position. An attempt made to retrieve fractured arm was unsuccessful. The patient was notified of the retained piece. Patient to follow-up with cardiothoracic surgery regarding retained piece.